Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the reported issue was confirmed. In addition, dents and scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported, the colonovideoscope had foreign material exiting from the air/water nozzle. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding to foreign material coming out of nozzle could not be confirmed. However, based on the results of the investigation, olympus confirmed residue in biopsy channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Consequently, the legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.